Event description:
N 26/oct/2022, patient contact reported to fresenius technical services this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s peritonitis infection and hospitalization; however, no additional information was obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: it is unknown if a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis. It is well established pd patients are at high risk for infections of the peritoneum. In the absence of the required information regarding this reported event, the root cause of this patient¿s peritonitis and hospitalization cannot be determined. Though the cause remains unknown, it is well known most peritonitis infections are the result of touch contamination involving coagulase-negative pathogens. Regardless, the liberty select cycler with the liberty cycler set cannot be excluded as a root cause or contributor to this patient¿s adverse event as there has been no evidence provided to the contrary. Based on the limited information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2022, patient contact reported to fresenius technical services this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s peritonitis infection and hospitalization; however, no additional information was obtained.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.